Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 4 and pump error 15. The alarms cleared out of the history for that day and she had 27 units. The bolus amount was not recorded in the daily history after programming a normal bolus into the air. The customer received 4 pump error 15 alarms after clearing the alarm. The customer had issues with three sensors. Customer's blood glucose level was 304 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump was monitored for several days and no unexpected pump error 4 alarm or pump error 15 alarm during testing. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump. Pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Pump was programmed with the current time and date and monitored for several days. The time and date is functioning properly. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.